Event description:
Caller reported a malfunction on pump, identified as malfunction code 12. There was no adverse impact to customer's blood glucose level. Technical support provided information and guided the caller through resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue arises again, which the caller understood and acknowledged.